Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was detached from the bushing but was still attached to the control wire via the tension breaker and the yoke. It was noticed that the clip prongs were not locked into capsule and could not be opened; however, the clip assembly could be deployed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the clip grasped and locked onto tissue; however, the clip would not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the clip grasped and locked onto tissue; however, the clip would not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.